Event description:
The account alleged the lamp holders on the specialite melted. No injury reported and there was no fire.

Manufacturer narrative:
The account found that the lamps were not inserted correctly into the sockets. The account replaced the sockets and the issue is resolved. Hill-rom has seen similar overheating conditions in 2-pin, straight lamp fluorescent lighting fixtures. The nature of this type of event suggests this condition could occur in any of this type of fluorescent lighting products, not just those provided by hill-rom. Potential causes are: if a 2-pin fluorescent lamp (bulb) is not securely seated in the lamp holder, electrical arcing can occur between the pins of the fluorescent lamp and the lamp holder. If the electrical arcing is sustained for an extended duration, the lamp holder may overheat and potentially ignite. The risk of sustained electrical arcing is greater for fluorescent light fixtures that use: parallel ballasts instead of serial ballasts, electrical ballasts instead of magnetic ballasts, t12 lamps instead of t8 lamps. Our investigation also supports that a properly seated lamp in the fixture will not have this potential hazard regardless of which lamp or ballast is used. Hill-rom has informed it's customer base to ensure proper installation of bulbs into fixtures.